Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump alarmed during prime and insulin was shooting out and customer stated it was the cause of her low blood glucose of 57 mg/dl. Customer was disconnected from the device. The device has a crack on the opposite side of the reservoir near the drive support cap on the right side. It goes all the way to the battery compartment. The drive support cap appears to be normal. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported. No further information reported.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to a cracked end cap. The occlusion test could not be performed due to this alarm. The insulin pump was received with cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the display window and a missing end cap sticker.